Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer occasionally experienced low blood glucose (bg) levels between 40's-60's (mg/dl) at the beginning of december 2015. Reportedly, customer consumed "fast-carbs" to treat low bg levels and discussed pump settings with health care provider (hcp). Recommendation was made to contact tandem technical support and/or hcp for future low bg events.